Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient never had therapeutic effect. The patient had never been able to use her system since implant because the leads ¿floated.¿ the patient was uncomfortable with the system in. The patient was noted to have had less than 50% therapy relief and the battery site was uncomfortable at the device pocket. The patient wanted the device removed, but her insurance would not pay for it. Follow-up was conducted to determine if any intervention occurred and if the patient was still experiencing difficulties with the device. A follow-up report will be initiated if additional information is received.

Event description:
Additional information received reported that the patient experienced a shocking or jolting sensation. The patient¿s stimulator never worked since implant and it shocked her. It was noted that the patient¿s surgeon recommended explanting the device and the patient¿s health care professional (hcp) wanted to put in a pump, but she did not get one. The patient was ¿shocked and tortured¿ for over a half hour by a manufacturing representative. This was during her last appointment in the end of 2007 or the beginning of 2008. The exact date was unknown. The patient¿s implantable neurostimulator (ins) was coming out through her abdomen. This started many years prior to the report and was progressively getting worse. The patient had hard lines from her spine to where the leads were hooked up. The patient had been in bed for 2 months and her arms and legs were black and blue. The patient had many needles in her knees and spinal taps over the years. The patient had an appointment with the hcp. Interventions and patient outcome were not provided. Follow up has been requested to obtain this information. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3587a25, lot# n105031, implanted: (B)(6) 2007, product type: lead. Product ID: 7434a, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 748966, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).